Event description:
It was reported that the small pin at the distal tip of the instrument was missing and the instrument could not function properly. No patient injury was reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.